Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, no analysis was performed as reported allegation of infection was a known inherent risk of device. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead had an infection. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The lv lead was explanted.